Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 747 mg/dl. It was stated that the customer vomited at lunch time. The caller felt that the customer's caretaker did not give the customer a bolus or change out his infusion set. It was stated that the customer had been experiencing high blood glucose levels for the past week. Troubleshooting over the phone was declined. The caller stated that the customer has dementia, and would like for someone to provide the customer's caretaker with further training. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.